Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2012, the patient had a fall, resulting in an unstable knee. On (B)(6) 2022 a revision surgery was performed and it was discovered that the legion posterior stabilized high flex highly cross linked polyethylene size 7-8 9mm was broken. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2012, the patient had a fall, resulting in an unstable knee. On (B)(6) 2022 a revision surgery was performed and it was discovered that the legion posterior stabilized high flex highly cross linked polyethylene size 7-8 9mm was broken. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that reportedly, the root cause of the reported events is ¿the patient had a fall, resulting in unstable knee,¿ a broken post was found during surgery and revision performed. The patient impact beyond the reported fall, instability and revision cannot be determined and the patient¿s current health status remains unknown. No further clinical medical assessment can be rendered at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.